Event description:
It was reported that the customer was hospitalized due to high blood glucose of 367 mg/dl. It was stated that the customer's glucose level went up to over 600 mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past two days. Troubleshooting was performed. Review the alarm history and found a low reservoir alarm. It was stated that the programming, time, and date were correct. Performed a fixed prime test and passed. The customer's most recent glucose reading was 258, and he has treated with manual injections. It was stated that a replacement of the insulin pump was requested. No further info was requested.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.